Manufacturer narrative:
The pod was received for evaluation deployed. Download data does not show any timeouts or drive stalls. The cannula was observed to be cut off and was not visible in the bottom housing window. A crack was observed on the top housing of the pod. The exact cause and timing of the crack could not be determined. The device was inspected and no signs of corrosion were found. It can be concluded that the crack did not contribute to the reported event. The cannula was observed to be cut off and could be seen once the pod was opened. During the fluid path test, fluid was observed exiting the tear and causing a leak. The timing and cause of this tear could not be determined. It could not be determined if the tear contributed to the reported event. Inspection of the download data and patient history buffer (phb) data showed that the automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a high blood glucose level of 20.5 mmol/l (369 mg/dl) while wearing the pod on the arm for between 1 and 4 hours. There was no medical assistance required. The device evaluation found the cannula to be cut off.